Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while testing the system, the imaging system was restarting without prompt from the user and would not progress past the initialization prompt. There was no patient present when this issue was identified. No additional information was provided.